Event description:
Pt was revised to address a cyst that developed under the tibial plate. The tibial plate began to sink into the area where the cyst was developing and the tibia loosened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.